Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off label usage of the device. On (B)(6) 2024, the patient stated he experienced inaccurate readings leading to diabetic ketoacidosis but did not report any specific bg/cgm comparison values. On the same day, the patient was experiencing lightheadedness, was diaphoretic, and had blurred vision. The patient stated that he drove himself to the emergency room (ER) and was hospitalized for three days. While at the hospital, the patient also began vomiting blood. The patient was treated with IV saline, protonix, and insulin. During the second day the patient was admitted to the hospital, the patient was found unconscious on the hospital floor by his nurse. The patient suffered from a low bg (the patient could not recall the specific value) and was treated with IV dextrose (d50). At some point in the hospital, the patient reported a bg meter reading of 320 mg/dl while the cgm was reading 360 mg/dl. The patient continued to state that the cgm was ¿always wrong¿ anytime his bg meter value was tested in the hospital and compared to his dexcom. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.